Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "blood detected" alarm generated and blood visible in the iab tubing. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
The iab catheter was returned with the membrane completely unfolded. No blood was visible on the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak were detected on the membrane approximately 17cm from the rear seal measuring 0.089cm in length. The reported problem was most likely triggered by the leak found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Event site full name: (B)(6) hospital. Event site city full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "blood detected" alarm generated and blood visible in the iab tubing. The iab was replaced and therapy was provided. There was no reported injury to the patient.